Event description:
It was reported by repair work order that the big wheel was stuck engaged due to a malfunctioned big wheel cam assembly, resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the big wheel was stuck engaged due to a malfunctioned big wheel cam assembly, resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the investigation that this unit does not have the big wheel assembly and that there was no reported reduction in brake force. It was found that the steer could not be disengaged due to a malfunctioned cam bracket assembly. This is not likely to contribute to or cause serious injury or death because the stretcher is still mobile, and the and brakes can still be engaged.

Manufacturer narrative:
We are unable to repair due to cam assy not being manufactured anymore.